Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related regulatory manufacturer reference number: 3006705815-2020-00538. It was reported the patient underwent surgical intervention on (B)(6) 2020, wherein one of the leads was cut accidentally and the other was explanted and replaced. In turn, the physician attempted to replace a new lead but was unable to due to heavy stenosis causing the procedure to be extended about 15 minutes. As a result, coverage was recovered for the painful areas with the other lead. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the cut lead was unable to be explanted or replaced due to heavy stenosis. It is unknown which lead was cut therefore both leads were added.